Event description:
The customer reported that he experienced differences between the sensor glucose reading and blood glucose reading along with a low suspend alert specially at night time when the customer is not low. The caller also reported weak signal and lost sensor alert, which happened quite frequently. The customer mentioned that the sensor appears to be fully inserted flat against the skin. Advised to calibrate only when stable and no more than three to four times per day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).